Manufacturer narrative:
During download, the pump went into a constant insert battery alert loop due to corrosion on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current or self test due to insert battery alert loop. Unable to verify the failed battery test alarms during the testing due to the insert battery alert loop. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a damaged keypad overlay texture, cracked case on the battery tube area, a slightly peeling end cap address label, severe corrosion on the force sensor assembly and moisture damage on the motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was 162 mg/dl at the time of incident. The customer stated that the batteries were not previously used. The customer stated that the batteries were stored by room temperature. The customer stated that the failed battery test alarm recurred after inserting a new battery. The insulin pump will be returned for analysis.